Event description:
Boston scientific crm received information that both the right atrial (ra) and right ventricular (rv) lead's were reportedly not working, lead dislodgement for both lead's was suspected. To date, no adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.